Event description:
During a colon procedure, the device would cut, but stapled partially. The detachable head assembly correctly fixed, correct tissue tightening. When the surgeon took off the sampler, gap of the tissues. This resulted in a laparotomy and extended hosp stay. There was no further consequence to the pt.